Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3998 ,lot# v009191v01, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they were unable to charge their device and the implantable neurostimulator (ins) was overdischarged. The device was unable to be interrogated, unable to be synced with, and unable to be charged. As a result the patient hadn't felt stimulation for around a month. A trickle charge was performed as well as patient education was performed which resolved the issue. Following this an impedance check was performed which indicated electrode zero was high. All the other electrodes were within a normal range. The rep. Performed reprogramming and took the electrode zero off. Following this the patient had excellent coverage. Relevant medical history includes chronic low back pain. Refer to manufacturing report #3004209178-2015-21684.